Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the coordinator that the patient noted a pump stop, which most likely happened during a power cable disconnect while the patient was finishing dialysis. The vad coordinator switched the patient to their back-up system controller and will monitor for re-occurrence. The log file was reviewed and one alarm event was noted as a result of power being disconnected from the controller. The power was restored and system parameters returned to within normal limits.

Manufacturer narrative:
No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Manufacturer narrative:
Attempts by the manufacturer to obtain the device for analysis were unsuccessful. Although the report of a pump stoppage event was confirmed based on the log file submitted to the manufacturer for analysis at the time of the event, a root cause for the event could not be determined as the device was not returned for analysis. The log file captured a reset of the time clock, which would indicate a complete loss of power to the system controller resulting in the reported incident of a pump stop. Subsequent events captured in the log file indicated that the system recovered to the set speed value of 9600 rpm after the power was restored. Following this incident, no further issues were reported for the patient. A review of device history records showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.